Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation was due to capsular contracture baker grade iii. Device evaluation: analysis of the returned device identified: creases fold, weight to the spec and deformation. Observed bubbles and voids in the gel after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side capsular contracture baker grade iii. Device has been explanted.